Event description:
It was reported that the patient underwent an explant of their ipg due to inadequate leg pain relief.

Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. A record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used. No escalation is required at this time. Device was discarded by user facility.

Event description:
It was reported that the patient underwent an explant of their ipg due to inadequate leg pain relief.